Manufacturer narrative:
Updated sections: g4, g7, h2, h6, h10. Trackwise # (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 adaptor, customer said hemopro2 adaptor vh-4020 was not working. They had to hold it in place in order to complete the case. Customer explained it as loose connection to power supply, which caused power failure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 adaptor, customer said hemopro2 adaptor vh-4020 was not working. They had to hold it in place in order to complete the case. Customer explained it as loose connection to power supply, which caused power failure. The hospital did not report any patient effects.